Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Device not received.

Event description:
It was reported that the customer answered "yes" to the question "any issues where 8110 syringe and/or 81200 pca displayed incorrect syringe types and/or syringe sizes due to the barrel clamp?" There was no reported patient impact.